Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have a hot spot. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a spinal disc placement, the generator alarmed and it showed instrument failure. When tryng the instrument outside the patient, the active blade broke in two.